Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012338858); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012328697); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged towards the aorta above the sinotubular junction level. The valve was initially implanted at a depth of 1 mm on the non-coronary cusp (ncc) and 7-8 mm on the left coronary cusp (lcc), and after dislodgement, it was above the ncc and the bottom of the frame was approximately mid lcc. The valve landed securely in the ascending aorta prior to the greater vessels, and the patient remained stable. Another access point was obtained and a snare was inserted and used to grab the paddle of the dislodged valve, favoring the inner curve of the aorta. A second medtronic valve was inserted and successfully implanted in the patient. A 10-minute procedural delay was reported. No additional adverse patient effects were reported.